Manufacturer narrative:
On 11-feb-2025, additional information was received indicating the physician's opinion on the cause of the adverse event was the procedure, as he/she thought the adverse event occurred due to femoral puncture. Transseptal puncture was performed with radiofrequency (rf) needle large curve c1 (boston). No error messages observed on biosense webster equipment during the procedure. The patient improved and did not require extended hospitalization. Device evaluation details: on (B)(6)2025, the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis. After the procedure completion when a-line was obtained, a cardiac perforation occurred and blood pressure decreased. Drainage was performed. Atrial septal puncture was performed. No steam pop was confirmed. No abnormalities were observed prior to or during use of the product.

Manufacturer narrative:
On 26-feb-2025, clarification was received indicating that the adverse event occurred during femoral puncture and it was the heart that was perforated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).